Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a cough for several months and lung nodules. The patient did report to receive medical intervention and had a CT scan. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of a persistent cough for several months, CT scan that confirms nodules in the lungs. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: using a known good power supply and power cord, pil tech was able to confirm the device powers on and provides airflow. Review of the error logs shows the device has 9725.9 blower hours and 9598.1 therapy hours. There were no errors logged and care orchestrator data was available for download. Care orchestrator data shows compliance rate of 93.3%, tube temperature set at 3, humidifier set at 2, and humidification mode set to adaptive. Internal investigation found an unknown dust contaminant on the bottom enclosure, blower, and blower seal. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. See photos. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). Sections b1, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, and h3 have been updated or corrected.